Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 370mg/dl. It was stated that the customer was vomiting throughout the day and had ketones in his urine by the time he was admitted. It was stated that the infusion set was changed the morning of the event. It was stated that the insulin pump alarm no delivery while trying to correct the high blood glucose prior going to the emergency room. Troubleshooting was declined. No further information was provided.